Event description:
The patient presented to the port room on the day of the event. He states after he had his port flushed two days ago, he awakened the next morning with pain above the port, into the left side of his neck, and down his left arm. He had called the md who ordered a doppler study, which was negative. The patient was still having pain and called the md again and the patient was advised to come to the port room. The patient's port was accessed by the port nurse. The patient was then sent to get a port-a-cathogram. The tech stated the port was not leaking and was functional. The tech also wanted to know if the needle accessing the port should be removed. The tech said the md would look again at the pictures to see if he could find anything else going on. The port room staff requested the patient be sent back to the port room with the needle in so that a morphine injection via the port could be given for pain. About 2 hours later, a phone report to the port room staff indicated that upon further review of the films, there was a contrast leak seen at the mid-portion of the catheter near the left clavicular head related to fractured catheter tubing, but that the contrast continued along the svc. The patient's attending doctor's office was notified of the need for port replacement. The attending md wanted the patient to go ahead and take another dose of the augmentin treatment that was given to him earlier in the day and to have warm compresses applied to the area. The patient was notified of the test results and for the need to replace the port. The port had been inserted in late spring of 2009 and was explanted and replaced in late summer of 2009 due to line fracture causing extravasation. The port area was packed and a drain was left in. The patient tolerated the procedure well.

Event description:
The patient presented to the port room on the day of the event. He states after he had his port flushed two days ago, he awakened the next morning with pain above the port, into the left side of his neck, and down his left arm. He had called the md who ordered a doppler study, which was negative. The patient was still having pain and called the md again and the patient was advised to come to the port room. The patient's port was accessed by the port nurse. The patient was then sent to get a port-a-cathogram. The tech stated the port was not leaking and was functional. The tech also wanted to know if the needle accessing the port should be removed. The tech said the md would look again at the pictures to see if he could find anything else going on. The port room staff requested the patient be sent back to the port room with the needle in so that a morphine injection via the port could be given for pain. About 2 hours later, a phone report to the port room staff indicated that upon further review of the films, there was a contrast leak seen at the mid-portion of the catheter near the left clavicular head related to fractured catheter tubing, but that the contrast continued along the svc. The patient's attending doctor's office was notified of the need for port replacement. The attending md wanted the patient to go ahead and take another dose of the augmentin treatment that was given to him earlier in the day and to have warm compresses applied to the area. The patient was notified of the test results and for the need to replace the port. The port was explanted due to line fracture causing extravasation. The port area was packed and a drain was left in. The patient tolerated the procedure well.